Event description:
In 2008, the pt reported that she was in the hospital due to orthopedic elbow surgery. Her blood glucose elevated to the 200's mg/dl as a result of the surgery. She also experienced an e6 (mechanical) error. She stated that she changed the battery, but was unable to clear the error. She was disconnected from the infusion device for 1 hour and her blood glucose elevated to 323 mg/dl and she felt thirsty. Her normal blood glucose range is 70-100 mg/dl. The pt switched to her backup infusion device using the same insulin cartridge and infusion set. She bolused 3 units of insulin to lower her blood glucose. To troubleshoot, the pt inserted a battery into the primary infusion device and the device began the self-test without error. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.